Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed in a patient's left eye at the one day post lasik treatment. Reporter indicated the topical steroid drop dosage was increased, and the patient was noted asymptomatic. Upon follow up, reporter indicated the issue was resolved. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on the company¿s acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the date of treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).